Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the flare was detached and the catheter was slightly kinked. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare detachment prevented the snare loop from extending. The review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure performed on (b)(64) 2014. According to the complainant, during the procedure, after the device was advanced to through the endoscope, the loop wire would not extend. The catheter was found to be detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after the device was advanced to through the endoscope, the loop wire would not extend. The catheter was found to be detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.